Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a representative regarding a patient receiving intrathecal sufentanil 200 mcg/ml at 61.96 mcg/day, baclofen 160 mcg/ml at 49.57 mcg/day, and gabapentin 40 mg/ml at 12.393 mg/day via an implanted pump system. An hcp was performing a spinal surgery, and they inadvertently cut the catheter. They were to "tie off" the catheter pieces and would come back later to revise it. It was recommended that the pump be programmed to minimum rate until the catheter was revised. On (B)(6) 2015 a representative programmed the pump to minimum rate. The patient was spending the night at the hospital. They were reportedly "fine". On (B)(6) 2015, the doctor was able to connect the cut catheter. The pump settings were programmed back to baseline, and the pump was updated. Relevant medical history was requested in addition to any other medications the patient was taking at the time of the event.